Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The patient via a manufacturer representative reported that they felt like the device would shut off when they would change positions. There were no external or environment factors known to have contributed to the issues. No impedance values were out of range at the time of the report. It was noted that the patient was unable to do the "loc" their patient programmer over the phone. The patient was going to see the manufacturer representative at the doctor's office on (B)(6) 2016. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.